Event description:
It was reported that the motor quit during the procedure. A jetstream was selected for an athrectomy procedure. It was noted that the motor quit during the procedure. There were no patient complications reported. The procedure was completed with a different device.

Manufacturer narrative:
Device analysis: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual inspection showed no damage on the device. The functionality of the device was checked by setting up the product per the dfu. The device primed and ran as designed. No abnormal noises were heard from the device. The device ran for a period of 3 minutes with no issues. The device was running in blades up and down modes and no issues were noticed. All connectors were tight and in working order. The complaint was not confirmed.

Event description:
It was reported that the motor quit during the procedure. A jetstream was selected for an athrectomy procedure. It was noted that the motor quit during the procedure. There were no patient complications reported. The procedure was completed with a different device.